Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 27th february 2009 and performed to specification up to the (B)(6) 2015. During this time on (B)(6) 2011 a new pad-pak was installed. On (B)(6) 2015 the device failed the weekly auto self-test due to a low battery. At this point the pad-pak would have been installed for over 58 months. On (B)(6) 2015 a new pad-pak was installed and the device was manually powered up, passing a self-test. On the final date recorded in the history log on (B)(6) 2015 the device recorded three manual power ups of one minute duration or under. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute manual power ups recorded in the history log, however there were three manual power ups of one minute duration or under. The user may have been manually power cycling the device or it may suggest the beginnings of a membrane failure. There was evidence of membrane failure as the green status led was found to be constantly lit between flashes. The fault could not be replicated with a new membrane fitted. Furthermore during the investigation the device failed to issue the "adult patient" prompt in english, although the prompt was present in other languages. The investigation concludes an error was made during the original testing of this device, where the missing "adult patient" speech prompt was not detected during the 300p final test carried out on the (B)(6) 2009. Heartsine continually reviews its policies and procedures and have since introduced an additional check for the "adult patient" speech prompt during the 300p final test. This fault would not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.